Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The device and electrode were explanted due to infection.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received additional information from an accepted manuscript on (B)(6) 2016 titled systemic infection due to subcutaneous implantable cardioverter-defibrillator implantation: importance of early recognition and treatment of device pocket-related complications. The manuscript involved a (B)(6) women with significant cardiac history who underwent s-ICD implantation at an outside institution for secondary prevention ICD therapy. The patient was on aspirin and clopidogrel at the time of the procedure. Peri-operative intravenous cefazolin and post-operative oral cephalexin was given at the time of her procedure. During her follow up visit 2 weeks after device implantation, the patient noted pain and swelling. Four months later, the patient presented to the institution with progressive pain and swelling around her device as well as by her subxiphoid and subsupra sternal notch incisions. Empiric vancomycin and piperacillin tazobactam were started. Blood cultures drawn prior to the start of antibiotics were (B)(6) for (B)(6). The antibiotic regimen was changed to nafcillin. Transesophageal echocardiography did not reveal any valvular vegetations. The patient was presented back to the electrophysiology (ep) laboratory for system extraction. Over 200 cc of purulent fluid was removed and sent for culture which eventually grew out (B)(6). All three wounds were left open and packed. After a week of adequate healing, a wound vacuum dressing was placed on the prior pocket incision. The patient was discharged to a rehabilitation center with a wearable external defibrillator on four weeks of nafcillin therapy. According to the local representative, the patient's medical history was significant for trichotillomania.